Manufacturer narrative:
Event date: the event occurred on an unspecified date in 2021, further described as "last couple of months". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had a connection issue. This was observed during an unspecified process step of peritoneal dialysis therapy. The connection issue was further described as ¿not able to tighten and lock onto transfer set, they would keep turning and not click". There was no patient injury or medical intervention associated with this event. No additional information is available.